Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device triggered replacement indicator while implanted. The device failed labeled longevity calculation. No evidence of arcing was noted on the casing. All seal plugs were noted and all set screws operate normally. Real time x-ray noted that the plasma fuse was blown. End of life (eol) was declared due to the blown plasma fuse which created the longer charge times.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). A technical analysis of the device printouts was requested. A technical analysis of the device indicates that the ICD delivered a shock in short circuit condition and charge time was greater than 45 seconds prior to end of life (eol). The device was explanted. No additional adverse patient effects were reported.